Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 47.5-48.0cm from the distal tip, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise. UDI(di):(B)(4).

Event description:
It was reported that the rv lead was explanted and replaced due to noise. Noise was reproducible with arm movement and pocket manipulation, and inhibiting pacing. The patient was stable before, during and after the procedure.